Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® prevail® implant 4/3 x 10mm (xiitp4310) was returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage around the external threads and the platform. One of the implants had dark debris (dried blood) about the implant threads. The implants had no evidence of any damage or malfucntion. DHR review was completed for the subject lot number 2018061012. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization records (op210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018061012) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection & bone loss) or product (xiitp4310). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.